Event description:
Customer reported the system rebooted as lift column was moving in down direction.

Manufacturer narrative:
A ge representative evaluated the system and, after discussion with the customer, determined the reboot was initiated by the customer to restore movement of the lift column. The ge rep replaced a faulty vertical lift power supply. System operates as intended.